Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: july 7, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint sample consisted of an opened blister pack with a non-activated syringe containing 0.6ml of healon solution and a plunger rod attached at the luer end. A visual inspection of the returned product revealed that the blister tray was opened. The blister tray was compared to a qc reference blister tray. The overall shape and dimensions indicate that the complaint tray is comparable to the reference tray. No functional testing was performed as the reported event was not related to the function of the syringes. The reported issue cannot be confirmed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 and a4: unknown; not provided. Section b3: unknown; not provided. Section d6a if implanted; give date: not applicable as the viscoelastic is not an implantable device. Section d6b if explanted; give date: not applicable as the viscoelastic is not an implantable device. Section e1: email address: unknown; requested but not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when opening the product to prepare for operation, the hold of the product was looser than usual and dropped off. There was no reported patient injury and the operation was completed with no issues with a replacement. No additional information was provided.